Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump audio anomaly. The customer's blood glucose level was 13.5 mmool/l at the time of incident. Customer stated that the there was no difference in volume so the audio test failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No audio/vibrate anomaly during testing. Hardware low level failures alarm (variableinfo=3) confirmed in the insulin pump history and during selftest due to broken trace.